Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a patient on peritoneal dialysis therapy experienced multiple unspecified alarms on their homechoice device. This event was reported to occur during patient use. No injury or medical intervention was reported on the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.